Manufacturer narrative:
(B)(4). Batch r5an2d. Additional information received: can you please provide some more event details? Did this occur when you were removing the cartridge from the packaging? No further information is available. Or, did this occur when trying to install the cartridge into the jaw of the device? No. Further information is available. Was the cartridge pan completely missing from the packaging? No further information is available. No further information will be provided. Investigation summary: the analysis results showed that one gst60d reload was received un-fired, with the pan partially detached from the left side. In addition ten double drivers missing. While no conclusion could be reached on what caused the pan to dislodge. In addition it should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that during a laparoscopic gastrectomy, it was found that the cartridge pan had been detached form the cartridge before the cartridge was loaded into the jaw. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.